Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por) for memory error, on (B)(6) 2012. The patient alert triggered for the por on (B)(6) 2012.

Event description:
It was reported that the patient alert triggered and the device had a power on reset. It was noted that the patient was using a chainsaw a couple of hours prior to the patient alert. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.